Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, barometer test, internal leakage test, pressure transducer test, safety valve test and flow transducer test failed pre-use check. Moreover, it was found that oxygen pressure was showing 7.1 bar. Inspiratory channel printed circuit board (pcb) has been replaced to resolve the problem. The ventilator passed all functional and safety tests and was cleared for clinical use. Inspiratory channel pcb is one of the main components of the inspiratory section which conveys the breathing gas from the gas inlets to the patient breathing system. Inspiratory channel pcb is an interconnecting board for turbine module, o2 gas module, o2 cell, o2 evacuation fan, inspiratory flowmeter and safety valve. The ambient air temperature and humidity sensor is located on inspiratory channel pcb. The gas temperature is used as input to volume calculations and for supervision of the temperature delivered to the patient. Device's logs confirm occurrence of claimed pre-use check failures. The claimed part was not available for further analysis. The cause of the reported issue has been determined as related to inspiratory channel printed circuit board.

Event description:
It was reported that ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).